Event description:
It was reported that the device showed an error message when turned on and it would not lesion. There were no adverse consequences and no medical intervention reported. The patient had already received a local anesthetic. The procedure was cancelled due to the event.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device showed an error message when turned on and it would not lesion. There were no adverse consequences and no medical intervention reported. The patient had already received a local anesthetic. The procedure was cancelled due to the event.

Manufacturer narrative:
The device was received for evaluation and complaint was not confirmed. The device was returned to the customer.